Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured non sustained ventricular tachycardia (nsvt) while on impella cp support. It was reported that the impella cp was too deep and patient had nsvt. Once the impella was left at 83 centimeters (cm) and measured at 5.5 cm in the ventricle, the patient's rhythm was stable in that position. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the vt was not determined.